Event description:
It was reported that during a gall bladder procedure, the clip would not reopen. At the beginning of the use, the device was blocked on the tissues. It was very difficult to reopen it. The surgeon succeeded in reopening it, but we do not know how. Then he used another like device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted, advancer bypass toward tissue the analysis results of the (B)(4) found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the first firing sequence the tip of the advancer slid toward the tissue stop causing that the jaws to remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. The remaining clips were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator did not show up. It should be noted that an investigation has been initiated to address the potential root of the advancer bypass issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.